Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m162751 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m162751 , test base part number 190-430 / lot: m162751 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162751 showed that the complaint rate is 0.02%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-02651, 1221359-2021-02653, 1221359-2021-02654.

Event description:
The customer reported (4) four unconfirmed false positive results with the ID now covid-19 assay performed with multiple patients. This MFR report addresses patient two (2) of four (4). The customer reported an unconfirmed false positive result on a nasal swab with the ID now covid-19 assay. Repeat testing was performed with a new sample. Per the customer, there was no patient harm due to the results. Additionally, there was no impact or delay in treatment due to test results.